Manufacturer narrative:
Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, the implant had bone debris on its internal and external threads. The implant's drive feature was observed damaged, likely due from the implant/hex removal. Additionally, the returned bundle mount was seen fractured at the hex region. The fractured hex was not returned for evaluation. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvwb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: functional: fracture: mount¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was the clinician didn¿t follow recommended protocol for implant placement and final seating. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. B5. Describe event or problem. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that when the impression post was removed from implant, dr. Felt like the hex was stripped. Tooth number 30. Procedure was not completed using another implant. Product evaluated and filed. The returned implant and bundle mount have signs use and matched the reported devices. The implant's drive feature was observed damaged, likely due from the implant removal process. Additionally, the returned bundle mount was seen fractured at the hex region.

Event description:
It was reported that when the impression post was removed from implant, dr. Felt like the hex was stripped. Tooth number 30. Procedure was not completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: additional PMA/510(k) number k011028, k013227. H4: device manufacturer date unknown / not provided.